Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was poor coupling with recharging. The patient states that they have been charging for three hours and their implantable neurostimulator (ins) is not incrementing. The patient states they cannot use their recharging belt and can't keep the antenna in position without holding it in place with their hand. The antenna was repositioned and the coupling issue was resolved. The patient states the stimulator feels like it is sitting at an angle in the pocket and that it is tilted. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.